Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving baclofen, 500 mcg/ml concentration at 95 mcg/day via intrathecal drug delivery pump for unknown indication of use. It was reported that patient developed an acute infection with drainage at pump pocket site. The hcp opted for explant of pump and catheter to promote healing. Environmental/external/patient factors that may have led or contributed to the issue were unknown. Diagnostics/troubleshooting performed for this issue was unknown. Complete explant of pump and catheter was done. At the time of this report, the issue was resolved and patient status was alive- no injury. Pump status was reported as no return-customer refused. Patient would most likely be reimplanted. Patient weight and medical history were asked but unknown. No further complications were reported.